Event description:
In 2009, it was reported that the lifepak 12 (lp12) device failed to deliver a defibrillation shock to patient. Police initially arrived at the scene with an AED (unknown brand) and delivered two defibrillation shocks to a male patient in cardiac arrest. Patient had a witnessed arrest and first responders arrived in less than five minutes. Poler were ising third party kendall electrodes to treat patient. Shortly after, an ambulance crew arrived with a lp12 and connected to the patient using the same electrodes. Emts observed a ventricular fibrillation rhythm in manual mode and charged energy, but it would not deliver a shock. Four to six minutes were lost when device users switched electrodes multiple times and observed "leads off" condition intermittently while troubleshooting the issue. After changing the device from manual mode to AED, the device shocked patient. The patient was transferred to hospital, where he was pronounced dead.

Manufacturer narrative:
A clinical review of the reported event determined that the device use may have contributed to the patient's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds. Despite CPR, an intermittent "leads off" condition resulted in therapy delay of at least six minutes before additional defibrillation shocks were provided. The device was returned and evaluated at the failure analysis center. The reported failure was not duplicated. Physio observed proper device operation through functional and performance testing before returning the device to customer. The root cause of the reported malfunction is unknown.